Manufacturer narrative:
Phone number: (B)(6).

Event description:
Field service engineer reported error code 1012 - air valve liftoff failure, discovered during servicing. The unit was not in clinical use at the time, no patient user involvement.